Event description:
It was reported that the patient had just had a new implantable neurostimulator (ins) placed on (B)(6) 2013. The patient¿s friend or family member stated that ¿it was acting up and when she tried to she could take her remote and cut it off the box was not cutting it was sending stimulation all up her spine.¿ it was stated by the patient¿s friend or family member stated that ¿when the patient was trying to cut off the box, the stimulator off, it was not shutting off. The remote would show it was off but she was still getting stimulation all the way up her back, it was locking her jaws up and it was causing her to shake all over and everything.¿ the caller stated ¿the stimulation was still going all over her, down her legs and up her back.¿ it was noted that the symptoms had started the day prior to this report. Patient was on program b at 2.30v and the patient programmer verified that the ins was off but patient was still feeling stimulation. It was later reported that two days prior the patient had woken up with it vibrating. The patient stated that the ¿machine was on but it was not on.¿ patient was feeling vibrating and rattling in her teeth, fillings and brain and from the ¿top of her head to the bottom of her feet.¿ the patient noted that the stimulation was ¿messing with her memory.¿ the patient was jerking all over. It was noted that things were getting worse and worse by the day. Patient used the patient programmer to check the device and the patient indicated that the ins was off, ¿on 0¿ and setting b. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3550-29, lot# n227641, implanted: (B)(6) 2009, product type: accessory; product ID 37746, serial# (B)(4), product type; programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).